Manufacturer narrative:
D9 - date returned to MFR: 1/21/2026. Received one (1) used mc33634 smallbore quadfuse ext set w/4 microclave for inspection. No defects or anomalies observed. Testing was conducted for leakage by infusing through each port under pressure with a closed fluid path. There was no leakage observed. The male luer was measured and found to meet iso standards. The reported complaint was unable to be replicated or confirmed.

Event description:
An email was received regarding a smallbore quadfuse ext set w/4 microclave alleging a leak during patient use. It was reported that there was a leaking luer lock connection site to the quadfuse port. There was patient involvement and no patient harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.